Manufacturer narrative:
Additional information is being requested from the field. If additional information is received a supplemental report will be submitted.

Event description:
It was reported that the patient with this right ventricular (rv) lead presented to the emergency room with suspected rv loss of capture and high thresholds. Technical services (ts) discussed the rv lead may require further evaluation. Additional information is being requested from the field. The lead remains in service at this time. No adverse patient effects were reported.